Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated, a review of the in-vivo data revealed that the user was experiencing transient optical instability around the reported time. Next-level support instructed the user to re-link the sensor through the app. The user completed the re-link and manual sync on (B)(6) 2025. The system was observed for three days, and escalation feedback indicated improving agreement between sg and bg readings as the system stabilized. Eventually, the user confirmed improved performance and acknowledged the instructions. Dms review showed the system was up to date. B4. Date of this report 07 dec 2025. G3. Date received by the manufacturer? 07 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.